Event description:
The manufacturer received information alleging a patient with a dreamstation st30 device passed away. There was no allegation that the device contributed to the death. The device was returned. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, no faults were found and all tests were passed.

Manufacturer narrative:
The become awareness date, component code grid and conclusion code grid has been updated/corrected in this report. The device information has also been updated/corrected. In this report, box d, g, h has been updated/corrected.